Manufacturer narrative:
Evaluation summary: no sample was returned; the device remains implanted. Therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been two other complaints reported in the lot number. .

Event description:
A surgeon reported that approximately a year and a half following a glaucoma filtration device implant procedure, the shunt is touching the iris. There is no harm to the patient and the shunt remains implanted. Additional information was requested.